Manufacturer narrative:
(B)(4). Evaluation summary: the vessel closure system (vcs) system was returned for analysis. The reported difficult to remove the device was confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a catheterization procedure, arteriotomy closure of an unspecified vessel was attempted using a starclose se device. Reportedly, the device was successfully deployed and the clip of the starclose se device achieved hemostasis. Difficulty was felt removing the device from the patient anatomy. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. There were no reported adverse patient sequelae. The technician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.